Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by nurse that it is observed during surgery that the screwdriver is not cleaned as specified. A replacement was available to complete the surgery.

Manufacturer narrative:
Product inquiry stated both set screwdrivers, flexible shaft to be the subject products. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the devices had been in use for a longer time (manufactured in april 2012) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. Both set screwdrivers received showed significant traces of an intense and frequent use. An examination with a microscope revealed no debris, residuals or particles on the flexible parts of both items. The reported event (¿¿screwdriver is not cleaned as specified) could not be confirmed. Residues on the flexible part are known and were evaluated by a medical expert: ¿a surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿). During the sterilization process all proteins will be denatured. It is in discussion whether there is still a significant antigenic effect of such denatured proteins. Worst case: very limited local rejection reaction resulting in a limited inflammation, which will be hardly registered by the patient. Otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and / or the design of the instrument, which would not allow for perfect cleaning.¿ the general cleanability of the screwdriver in the flexible part was proved during design validation. Tests (e.g. Test report 230408cg1) confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). Based on the above facts it could be ascertained that the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It is reported by nurse that it is observed during surgery that the screwdriver is not cleaned as specified. A replacement was available to complete the surgery.